Event description:
It was reported that the patient indicated that they heard and alert tone which is consistent with low urgency tones from the ICD (implantable cardioverter defibrillator). However, it was noted that there were no alerts recorded in the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; 6947 implantable pacing lead (B)(6) 2007. (B)(4).